Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reviewed the system logs and found no related error. The fse verified the calibration of the mtm's and found that mtml was failing. The fse found that the magnet in the mtml grip was loose which generated instability. The fse replaced the mtm2 to resolve the issue. The system was tested and verified as ready for use. Isi has requested the mtm2 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was not conducted by technical support when the customer called for troubleshooting assistance as the onsite was not connected at the time of the event. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: the customer switched to surgeon side console (ssc) 2 after the start of the procedure due to unexpected motion on the universal surgical manipulator (usm) 1. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci assisted surgical procedure, there was unexpected motion on arm 1 which was controlled by the master tool manipulator left (mtml). The system was not connected to onsite. The surgeon switched to another surgeon side console (ssc) and proceeded with the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20-sept-2022.: there was no patient injury.

Manufacturer narrative:
Refer to the following sections for additional information: d9, g3, g6, h2, h3, h6, h10 intuitive surgical, inc. (Isi) has received the master tool manipulator (mtm) associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint that the " magnet mounted on grip wasn¿t held correctly". Visual inspection was performed. The arm was installed onto the system and powered on. Sine cycle and a test drive were performed without any issues. Test performed via diagnostic test engineering (dte) and matlab passed. There was no problem found with the mtm.

Event description:
Refer to h10/h11 for follow-up information.